Manufacturer narrative:
No phaco tip sample was returned for evaluation for the report of the tip being blocked; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Because a sample was not returned by the customer and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause and the tip was reused. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. (B)(4).

Event description:
A nurse reported the phaco tip became "blocked" and it was replaced during a cataract procedure on the left eye. The procedure was completed and there was no harm to the patient. The product sample is not available. No further information is expected.